Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a hypoglycemic event on (B)(6) 2026. Multiple attempts were made to contact the user to collect additional information, but no response was received. As such, no further investigation could be conducted.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values, alleging that the system did not provide a low glucose alert when their measured bg was approximately 40mg/dl. The user sent an email requesting removal from all communications and stated that the sensor had been removed due to unsatisfactory performance. Customer care documented that no examples were provided, and the user asked not to be contacted further. Because the system had been removed and the dms showed no new data since (B)(6) 2025, the case was escalated only to notify the territory manager. With no further data to evaluate and the user declining additional communication, the case was closed.